Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 71-year-old asian female patient underwent primary breast augmentation with 325cc mentor memorygel breast implant on one side, and with unknown size unknown gel implants on the other side and experienced bilateral breast implant ruptures postoperatively. CT scan was taken. The patient has consulted with the healthcare professional. As a result, the patient underwent bilateral removal surgery on (B)(6) 2025. This medwatch report is for the patient¿s side implanted with unknown lot number.

Manufacturer narrative:
On august 15, 2025, mentor became aware that device discarded information received on august 6, 2025 was inadvertently not reported under previous initial submission. Coding has been correctly updated as device discarded under field h6. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This supplemental medwatch report is for the patient¿s side implanted with unknown lot number. Manufacturer¿s reference number: (B)(4).